Event description:
The customer was hospitalized with dka. Customer states they woke up vomitting the day of the incident. Their doctor believe the problem is related to the pump. The technician spoke to doctor and he said the customer had high bgs on sunday but did not change their set or take an injection. Following troubleshooting, the technician explain the pump appears to be working properly and reviewed the two high bg rule. However, later the customer called back and said they are completely uncomfortable with pump and wants it replaced.